Manufacturer narrative:
The device was unable to be evaluated as it was not returned due to being discarded. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined.

Event description:
It was reported that, during an infusion there was a "cassette failure" with 73ml left. The cassette was discarded. There was no patient injury reported.